Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and indicated that the manual probe and needle bellows were not draining. The fse discovered a clot of blood in the drain pathway and pinch valve pv57a (for probe/needle drain vacuum) was not actuating properly. The fse replaced pinch valve pv57a assembly and back flushed the drain pathway from tubing in pinch valve pv111 (probe wipe vacuum) all the way to cbc (complete blood count) waste chamber to resolve the leak. Repair was verified per established procedures and results met published specifications. Results: failure mode of the leak is attributed to a clot in the drain pathway of probe and needle bellows and that pinch valve pv57a was not actuating properly. (B)(4).

Event description:
The customer reported approximately 5 - 10 ml of green fluid leaked from the manual sample probe of the coulter lh 750 hematology analyzer while performing startup. The customer reported that fluid leaked onto the counter and floor. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and face protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.